Event description:
It was reported that while the physician was implanting the right ventricular (rv) lead, a "considerable amount of bleeding had come from the pocket" and the stylet got stuck inside the rv lead and could not be manipulated. It was added that saline solution was used but the stylet was unable to operate. A new rv lead was opened and the rv lead was removed from the patient. It was noted after the rv lead was removed, the stylet was "stuck at the center part of the stylet body." The stylet was removed and a different rv lead was implanted. No patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).